Event description:
A consumer reported that the diamondclean brush head broke into pieces while brushing and cut customer's gums. A minor injury with no medical intervention was reported. A possible choking hazard was identified.

Manufacturer narrative:
The event date is approximate. The consumer contact information, mailing address, phone number were not provided. Product was not returned to confirm a malfunction has occurred.

Event description:
On 03/20/2023, investigation on the product received was completed. A physical inspection of the returned product confirmed that the product is a non-authentic philips device. This case is now determined to be not reportable.

Manufacturer narrative:
On 03/20/2023, investigation on the product received was completed. A physical inspection of the returned product confirmed that the product is a non-authentic philips device. This case is now determined to be not reportable. Reportability for initial MFR report number 3026630-2023-00006 submitted on 01/27/2023 can be removed.